Event description:
A surgical coordinator reported that an intraocular lens (iol) was explanted. In a follow-up, the surgical coordinator/assistant reported that the lens was exchanged due to the pt's decreased vision with increased, consistent inflammation. The lens was exchanged for a competitor's lens, the event has resolved, and the pt is doing well. The coordinator reported that, in the surgeon's opinion, it is unk if the device caused/contributed to the event.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 08/23/2011 by phone, fax, and mail. A completed questionnaire was received on 08/25/2011. (B)(4).